Event description:
Customer's mother reported that the customer has been having high blood glucose of 500 mg/dl. Customer's mother notice that the reservoir was leaking from the o-rings into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.